Event description:
During an in-clinic follow-up, the morphology score of the device was found to be lower than ideal. The device was reprogrammed to resolve the event. The patient was in stable condition.